Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a compromised force sensor system alarm on the insulin pump. The customer¿s blood glucose level was 149 mg/dl. Troubleshooting was performed. The device was not bumped or dropped prior to the alarm. They were unsure if the drive support cap was damaged. They were advised that the insulin pump should be replaced. The device will not be returned for analysis.